Event description:
Complaint coordinator (cc) reports that the "patient experienced itchiness approximately 182 minutes into dialysis treatment. Treatment was stopped. No other intervention required. Pruritus spontaneously resolved. Subsequent treatment with the syntra dialyzer was uneventful." Attempts to obtain additional information have not been successful.